Event description:
Patient had an episode of severe hypoglycemia, requiring paramedic intervention. His dexcom read 81 and his fingerstick glucose by the paramedics was 25. He has hypo unawareness so did not sense the low.